Event description:
This procedure was reported in (B)(6):the customer stated that the protege everflex stent cannot separate from the deployment system. The attending doctor had to cut off the patient's blood vessel and the stent to remove from body; the medical intervention led to injury of blood vessel and iliac and femoral arteries. Surgery time was extended by more than 30 mins.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the protege everflex was returned. The small portion of stent with a stent pattern associated with protege gps self expanding peripheral stent system was received for evaluation without any ancillary devices or cine images from the procedure. The stent portion exhibits elongation and fracturing. A complete investigation could not be completed since the stent delivery system, (sds), was not returned. A small portion of stent was received. Unable to confirm or not confirm the partial deployment with the evidence supplied. The returned stent portion did exhibit stent fracturing and elongation.